Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned and therefore, no further investigation is possible. Condition of the returned photo prevents proper testing / failure analysis of the reported allegation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.027.055s, lot: 45p0416, manufacturing site: (B)(4). Release to warehouse date: march 09, 2020. Expiry date: february 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery of open reduction and internal fixation of intertrochanteric fracture of femur and the device was unable to be locked. There was no surgical delay reported. It was unknown if the surgery completed successfully. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves one (1) device. This report is for (1) pfna-ii blade l100 tan. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the pfna-ii blade l100 tan was returned and received at us customer quality (cq). Upon visual inspection, there were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a complete functional test was not performed as the device was returned by itself. However, the end cap was able to lock/unlock onto the sleeve as intended. Dimensional inspection: dimensional inspection was not performed as there was no evidence of damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Pfna-ii blade l75-l120mm, tan. Investigation conclusion: the complaint condition was not confirmed for the pfna-ii blade l100 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7: it is unknown if this single use device was reprocessed and reused.